Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned reported defect not reproduced. No defect found most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern unable to establish contact with customer.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 253 and 201mg/dl. The customer¿s expected am fasting blood glucose test result is 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/23/2022 and test strips were opened one month prior to call. The meter memory was reviewed for previous test result history (time not set, all are am results): result 1 : 253 mg/dl date:(B)(6) 2022 time: 1:15 pm fasting, result 2 : 161 mg/dl date:(B)(6) 2022 time: 9:41 am fasting, result 3 : 201 mg/dl date:(B)(6) 2022 time: 7:47 am fasting, result 4 : 174 mg/dl date:(B)(6) 2022 time: 9:19 am fasting. Result 5 : n/a.